Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the water nozzle missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the water nozzle. In addition, our technician confirmed that the air nozzle loose, the segment worn out, the insertion flexible tube lump/wave, the angulation up angulation zero degrees, and the up pulley wire snapped/cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Manufacturer narrative:
Additional information: as a result of investigation in pentax medical canada on jul 22, 2023, it was found that the nozzle glue was not fall into the human body. Based on the result, we have re-evaluated the decision tree and determined that this event is not reportable. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.